Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs / perforation: coils coming through the uterus along the posterior aspect of the left tube") and fallopian tube perforation ("perforated tubes") in a 22-year-old female patient who had essure (ess205) (batch no. 12237882, 12237915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficulty getting placement". The patient's previously administered products included for an unreported indication: orthocyclen and ortho evra. Concurrent conditions included nephropathy. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2005, 1 year after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation and uterine perforation to be related to essure (ess205). The reporter commented: left fallopian tube obliteration by coiled wire with two serosal foreign bodies consisting of coiled wires and right fallopian tube obliteration by coiled wire. Trailing coil -5 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described via social media : fallopian tube perforation" most recent follow-up information incorporated above includes: on 20-jun-2018: events- "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, had difficulty getting placement", reporter, lot number added from pfs. Event "perforated tubes " added from social media. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs / perforation: coils coming through the uterus along the posterior aspect of the left tube") and fallopian tube perforation ("perforated tubes") in a 22-year-old female patient who had essure (ess205) (batch no. 12237882, 12237915 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficulty getting placement". The patient's previously administered products included for an unreported indication: orthocyclen and ortho evra. Concurrent conditions included nephropathy. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2005, 1 year after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation and uterine perforation to be related to essure (ess205). The reporter commented: left fallopian tube obliteration by coiled wire with two serosal foreign bodies consisting of coiled wires and right fallopian tube obliteration by coiled wire. Trailing coil -5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described via social media : fallopian tube perforation" batch number: 12237882 no valid. Batch number: 12237915 no valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaints. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs / perforation: coils coming through the uterus along the posterior aspect of the left tube') and fallopian tube perforation ('perforated tubes') in a 22-year-old female patient who had essure (ess205) (batch no. 12237882,12237915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficulty getting placement". Medical conditions: on unknown date essure confirmation test should I was occluded and I had 5 coils. Previously administered products included for an unreported indication: orthocyclen and ortho evra. Concurrent conditions included migraine since 2016, nephropathy, polycystic ovarian syndrome, neuropathy, thyroid disorder nos and mthfr gene mutation. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 1 year after insertion of essure (ess205). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation and uterine perforation to be related to essure (ess205). The reporter commented: left fallopian tube obliteration by coiled wire with two serosal foreign bodies consisting of coiled wires and right fallopian tube obliteration by coiled wire. Trailing coil -5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2004: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described via social media : fallopian tube perforation" lot number: 12237882 manufacture date: 2003-05 expiration date: 2004-01. Lot number: 12237915 manufacture date: 2003-05 expiration date: 2004-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.